Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, implantable pacing lead (B)(6) 2009. A 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to a device atrial undersensing and detection problem. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.